Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited pace impedance measurements of greater than 3,000 ohms resulting in a lead safety switch. Technical services discussed to have the lead assessed. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited pace impedance measurements of greater than 3,000 ohms resulting in a lead safety switch. Technical services discussed to have the lead assessed. The lead remains in service. No adverse patient effects were reported. Additional information was provided that the rv lead was surgically abandoned due to pace impedance measurements of greater than 2,000 ohms. A new rv lead was implanted. No additional adverse patient effects were reported.